Event description:
Sales rep reported that dr. At the hosp implanted a microsensor after several days the microsensor started reading strange number, ie-47; -48; -49. The microsensor was scheduled to be removed from the pt the following day. The microsensor was removed and picked up by the sales rep.

Manufacturer narrative:
Codman has received the device. Upon completion of the investigation, a follow up report will be filed.